Manufacturer narrative:
Additional information: the manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, patient indicated he is scheduled to have an amniotic membrane graft performed on his right eye. Upon additional follow up post amniotic membrane graft treatment, the patient stated both eyes are feeling much better.

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A medwatch form was received with patient reporting severe dry eye and epithelial ingrowth one day post lasik procedure. Reporter indicated the event occurred almost three years ago and he is still having severe dry eye symptoms. Reporter indicated he has tried multiple treatments such as; collagen punctal plugs, silicone punctal plugs, cyclosporine ophthalmic emulsion drops, topical steroids drops, lid scrubs (baby shampoo and over the counter medications), omega 3 fish oil, ointments, and nighttime gel drops, with no relief. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The provided treatment report is not legible. Technical review and logfile review could not be done due to the lack of a laser system serial number, treatment day or logfile available. Root cause could not be determined conclusively. (B)(4).

Event description:
Additional information received from reporter indicates his eyes are starting to regress and the pain is coming back.